Event description:
It was reported via information received via a competitive device manufacturer that the patients right ventricular (rv) lead was exhibiting high svc and rv impedance levels. A programming intervention was completed to reprogram the shocking vector. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 3357-40c, competitor ICD; implant: (B)(6) 2014. (B)(4).